Event description:
Info received indicates the power cord is damaged and the bed loses power intermittently.

Manufacturer narrative:
The technician found one of the power cord plug prongs was loose causing the intermittent power.